Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 3 false positive results were obtained by the customer. Repeat tests were performed using pcr and the results were negative. Employees were sent home until the pcr tests gave negative results. There was no patient impact was otherwise reported. Eua#: (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 3 false positive results were obtained by the customer. Repeat tests were performed using pcr and the results were negative. Employees were sent home until the pcr tests gave negative results. There was no patient impact was otherwise reported. Eua#: eua (B)(4).

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0207621. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Initiated an investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.